Event description:
It was reported that the patient presented in the operating room for a device change out procedure. The pulse generator exhibited backup operation. No patient symptoms were reported. The device was explanted and replaced.

Manufacturer narrative:
Analysis description: final analysis confirmed the pulse generator was in backup operation. The backup was due to a single bit flip. The device was normal after downloading the product code.

Manufacturer narrative:
(B)(4).